Manufacturer narrative:
Analysis found that only the connector portion of the lead was returned in one piece measuring 9.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05808, related manufacturer report number: 2017865-2020-05812, related manufacturer report number: 2017865-2020-05814. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.